Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized three times for low and high blood glucose and dka in the last two months. Customer stated that the paramedics were called two times and one time she drove herself to the emergency room. Customer stated that the first and second hospitalizations were for high blood glucose and the reading was over 600 mg/dl both times. The third hospitalization was for low blood glucose, and the blood glucose reading was 33 mg/dl when paramedics arrived. Customer stated that the insulin pump had incorrect time, date and daily totals. Customer also stated that the insulin pump had multiple no delivery alarms. Nothing further was reported.